Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The explanted articular surface was evaluated and the reported event was confirmed. The articular surface shows signs of potential pitting and abrasion possibly due to third body debris. Also, the backside of the tibial bearing shows possible evidence of creep deformation and potential evidence of micromotion/ rotation of the bearing. The post feature shows signs of potential indentation or contact from the post with the femoral component, primarily on one side of the posterior surface of the post. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following could not be completed with the limited information provided. Age at time of event - ni, date of birth - ni, patient sex - ni, patient weight - ni, date of event (B)(6) 2017 exact day unknown, expiration date - ni, date implanted - (B)(6) 2007 exact day unknown, date explanted - (B)(6) 2017 exact day unknown, concomitant therapy dates - (B)(6) 2017 exact day unknown, concomitant medical products. Pn: 00596001551 ln: 60696438 femoral component precoat size e left compatible with lps-flex prolong. Pn: 00598004701 ln: 60692424 tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using pn: 00596009900 ln: 60695991 taper stem plug.

Event description:
Patient underwent a left knee revision procedure approximately ten years post implantation due to pain and loosening, which the surgeon believes was caused be surface wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.